Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information received on 12-dec-2022 via email and attached to the complaint object: pump logs are available for 10 complaints. Pump will not be returning as it appears to be a tubing issue only. 374 sets of lot 4290730 are available for return.

Manufacturer narrative:
Other, other text: b5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the patient went to fill the medication bag, the medication bag was full, however, the pump said that the residual volume was low. The patient stated that the pump did not beep at all until it hit low residual volume, which is when he noticed that the medication in the bag was never infused. According to the patient the volume of medication left in the bag was approximately 300 milliliters which is the same as the original amount the bag was filled with. No patient injury was reported.